Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a representative of the distributor in (B)(6). "Our dealer claims this unit was alarming extended high ppeak pressure while on a patient, they claim the ventilator was removed from the patient and the patient was placed on another ventilator, there was no harm done to the patient. They try to calibrate the exp pressure transducer but they were not able, the a/d counts is always reading 4095, they are not able to do the zero calibration, the invalid calibration shows up on the screen when the zero is press"

Manufacturer narrative:
On (B)(6) 2015 carefusion requested additional information from the distributor in (B)(6) on the reported event. As of (B)(6) 2015 there has been no response from the distributor to that request. The distributor in mexico determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in m(B)(6) replaced gas delivery engine (gde) with one from their stock to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the (B)(6) 2015 the alleged faulty gas delivery engine (gde) has not been received.